Event description:
Reportable based on analysis completed on (B)(6) 2013. It was reported that during a percutaneous transluminal angioplasty treatment procedure, the catheter would not cross the lesion. Vascular access site was obtained via the radial artery. The 80% stenosed, de novo, 3.0 mm x 35 mm target lesion was located in the severely tortuous and mildly calcified left anterior descending artery (lad). The lesion was noted to have a significant bend of >45 and <90 degrees. The lesion was pre-dilated with an unspecified device which reduced the stenosis to 75%. A 38 mm x 3.00 mm taxus liberté long stent delivery system (sds) was advanced; however, the device could not cross the lesion so the physician withdrew the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed proximal stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was received for analysis. The stent was damaged at the proximal end. Two struts on the most proximal row were bent distally. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).